Event description:
A stent/ptca procedure to the left main artery and left anterior descending artery was performed in 2001. Following the procedure, an angio-seal device was placed in the right groin. Three days later, the patient began experiencing urinary frequency with a low grade fever and antibiotic therapy was administered. Two days later, a lump was noted in the right groin with extensive bruising and by the next day patient, although afebrile, had developed a hot and tender right groin. Two days later, the groin appeared to be improved until the 10th post0p day when pus was noted in the right groin. Antibiotics were continued until the 18th postop day at which time the patient was discharged home.